Manufacturer narrative:
During the preparation of the tibia seating, the surgeon fractured the bone of the pt with the puncher he was using. It was reported that the bone was sclerotic and this could be a factor that led to the fracture. The surgeon fixed the fractured bone with screws and the surgery was then completed successfully.

Event description:
Tibia fracture during preparation of the seating of the implant. The bone was fixed with screws and the tibia was implanted. The surgery was completed successfully.